Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump due to being at an event, but technical support sent an email with instructions on how to reset the pump.